Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2408-74, serial #: (B)(4), description: avista MRI perc lead kit, 74cm.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was also reported that the patients lead had migrated downward causing unwanted stimulation. The patient will undergo a revision procedure wherein the ipg and lead will be repositioned.

Manufacturer narrative:
Correction to the initial MDR: should have been: UDI=(B)(4) additional suspect medical device components involved in the event: model #: sc-2408-74 serial #: (B)(4), description: avista MRI perc lead kit, 74cm.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was also reported that the patients lead had migrated downward causing unwanted stimulation. The patient will undergo a revision procedure wherein the ipg and lead will be repositioned.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physicians preference. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was also reported that the patients lead had migrated downward causing unwanted stimulation. The patient will undergo a revision procedure wherein the ipg and lead will be repositioned.